Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the touch screen on the central control monitor froze. The error message "no system computer" was displayed on all the roller pumps. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.